Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (meter does not turn on). The patient manages his diabetes with oral medication (metformin). The power issue began approximately two weeks ago. Although the patient had the power issue, the patient managed his diabetes with the usual oral medication (500 mg metformin 2/day). On the day the patient contacted lfs, the patient reportedly developed symptoms described as "anxiety and shaky." The patient denied receiving any medical intervention at the time of concern. During troubleshooting, the cca verified that there was product misused. The product issue was not resolved with training. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hypoglycemia after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.